Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, creases fold, red particles and underweight. A visual and microscopic analysis was performed which identified sharp opening on anterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior due to a surgical impact opening.

Event description:
Physician reported a right side ruptured device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side ruptured device. Device has been explanted.